Event description:
The pt underwent a diagnostic procedure. The physician closed the arteriotomy with the closer tsl6 fr. Device. The pt returned three days following the procedure with an infection of the groin area. The pt received antibiotics and underwent incision with drainage and removal of the suture. The pt recovered without further incident.